Event description:
The technician alleged that the head section is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.